Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that it took 4 hours to charge the neurostimulator (ins). Patient reported it was taking longer and longer to charge the ins. No symptoms reported. No further complications were reported/anticipated.